Manufacturer narrative:
The complainant was contacted for return of the device. The customer has indicated that the wye circuit was replaced to resolve the malfunction. The device will not be returned to zoll.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's peak inspiratory pressure was not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.